Event description:
It was reported that during use of the portex® clear pvc, oral/nasal, soft seal® cuff tracheal tube cuff inflation balloon was deflated. Upon hand over to resus team, in-hospital anesthetic team re-intubated with new tube.